Manufacturer narrative:
Philips has investigated this complaint. A philips field safety engineer (fse) inspected the system onsite and confirmed that the ippc is not booting up. Review of system log files showed that there is an issue in frontal ippc. The third-party engineer replaced the ippc and its hard disks. After the replacement of ippc and hard disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the image processing pc (ippc) would not boot up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.